Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Manufacturer narrative:
On 06/16/2015 integra investigation completed. Method, results - failure analysis: the returned instrument is not a mco806b and was not MFR by integra (B)(4) . Conclusion- instrument sent to integra (B)(4) by mistake.

Event description:
Customer initially reports that "during a total labyrinthectomy on the left side, breakage of the micro hook at its angle during a low force movement at the inner ear. The entire instrument was removed". No harm reported.